Event description:
Caller states that during a correlation study the following coaguchek/lab results were obtained: pt 1: 2.2 inr/ 1.7 inr; pt 2: 2.5 inr/ 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No infromation provided for pt 2.